Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in an unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a 90% stenosis in the proximal rca. No pre-dilatation was performed. The xience v was advanced, but was unable to cross and the stent dislodged from the balloon. An attempt was made to insert a smaller balloon into the stent, but this was unsuccessful. Another 2.5 x 12 mm xience was used to compress the dislodged stent implant against the vessel wall, proximal to the lesion. There were no patient complications. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. The stent implant was dislodged and not returned. The balloon was loosely folded. There were crimp marks on the balloon where the stent had been between the markers. The distal end of the tip was flared. There were no kinks or damage noted to the inner member. There was a bend in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors. Based on the reported information, no pre-dilatation was performed, which may have contributed to the failure to cross. It should be noted that the xience v instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this instance, the inability to cross appears to be related to the circumstances of the procedure and not a product quality deficiency. It was confirmed that the stent implant was dislodged from the balloon and not returned for evaluation. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. It was also noted that the balloon was loosely folded, which suggests the balloon had been inflated or positive pressure had been introduced at some point. Stent dislodgement can be influenced by many factors. It is possible that positive pressure was inadvertently applied to the system causing the balloon to slightly expand and to become loose, then during the attempt to remove the sds, the stent dislodged, although a conclusive cause cannot be determined. It was also noted during evaluation of the sds, that the distal end of the tip was flared and there was a bend in the hypotube at the distal end of the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. In this case, the failure to cross appears to be related to the operational context of the procedure, although a definitive cause of the stent dislodgement, flared tip, and the hypotube bend cannot be determined. Product performance engineering will monitor the incident circumstances. To ensure stent dislodgement is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.